Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the stimulation occurred while the patient was laying down. Reprogramming was done, which resolved the issue and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient presented to the clinic with complains of mild diaphragmatic stimulation caused by the lv lead. The patient reported thumping to the left ribcage area when lying on the side. The programming changes done previously caused significant discomfort. Reprogramming was done and the physician had the patient assumed the position that usually elicit symptoms. The patient felt fine, but after three to four minutes of performing different movement and activities, the patient would experience thumping again. Patient requested to be reprogrammed back to the initial configuration that patient was at upon arrival to the clinic. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.